Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the mobile programmer application generated a diagnostic error message indicating that there were not enough sensed events to measure an r wave during sensing tests in vvi 30 beats per minute (bpm). It was noted that the cardiovascular implantable electronic device (cied) was initially interrogated with no issues, however rhythm on interrogation atrial fibrillation (af) with irregular ventricular (vs) of ~50-80bpm were observed. The sensing test was repeated several times with the same outcome. When attempting to perform threshold tests, a diagnostic message stating that there was not enough telemetry was encountered. The cied was re-interrogated whilst in session and no issues or dotted lines where seen. The patient connector and host tablet were reported to have had 40% battery capacity. Troubleshooting steps were taken to include utilising an alternative mobile programmer system which resolved the issue. No patient complications have been reported as a result of this event. Application version:4.2.3 host tablet os version:18.3

Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis confirmed the customer comment that the mobile programmer application generated a diagnostic error message indicating that there were not enough sensed events to measure an r wave. Analysis also confirmed the customer comment when attempting to perform threshold tests, a diagnostic message stating that there was not enough telemetry was encountered. It was noted that there was no loss of telemetry. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.